Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter fusiform abdominal aortic aneurysm approximately four weeks ago. The aortic neck measured 24 mm in diameter proximally and distally and it was 21 mm in length. The right iliac artery was 10 mm in diameter and the left iliac artery was 16 mm in diameter. The femoral arteries were 10 mm in diameter bilaterally and they were severely tortuous with 15% stenosis. The circumferential aorta had 10% mural thrombus/calcification at the proximal neck. It was reported that the patient came down with a 100.5 degree temperature two days post implant. The investigator assessed this event to be related to the study procedure but not the study device. The patient recovered the next day. The patient also reported minor groin pain when standing from a sitting position. The investigator assessed this event to be related to the study procedure but not the study device. It was also reported that 16 days post implant, the patient was diagnosed with a wound infection. The patient complained of yellow drainage from right groin site and was given antibiotics. The event resolved three days later. The investigator assessment states that the event is not related to the study device; however, it is related to the study procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (fever, wound infection).